Event description:
It was reported that when using the bd pyxis¿ es server, that all new medication orders were not crossing to server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing to the server. A technical support specialist (tss) dialed into the server application, ran a downtime query and identified that the time was current, and no disconnected flag was raised. The tss then ensured the availability of the orders and confirmed that the orders were crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that all new medication orders were not crossing to server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.